Event description:
It was reported the patient's blood glucose level rose to 250 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (the abdomen), patient stated the cannula had a sharp bend causing it to fail to deliver insulin. Additionally, the patient reported leaking during wear. As treatment patient requested a replacement order.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205.006.s918usqs7fze3 hardware: sm-s918u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.